Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a lamp failure occurred due to a non-olympus lamp installed. This issue is addressed in the instructions for use (IFU): "6.1 replacement of the examination (xenon) lamp: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report was confirmed. During estimation, the high intensity mode was found to be unreliable due to worn out scope socket slider switch. The unit was equipped with a new type switch. Additionally, the non-olympus lamp failed to ignite and lamp needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for a procedure the high intensity mode was not working on the visera elite xenon light source. During evaluation of the customer's returned device, main lamp failure was found. This report is being submitted for the main lamp failure found at estimation. There was no patient/user injury or harm reported to olympus.